Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that they experienced high blood glucose 400mg/dl. Customer was experienced different blood glucose level was 400,443 mg/dl. Troubleshooting was performed for under delivery. The customer was treated with insulin pump. Based on customer report customer did allege pump was under delivering. The product will not be returned for analysis.